Event description:
It was reported that during a device change out, externalized conductors were observed. The lead was capped and replaced. The patients condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.